Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three samples and three photos from lot # 25c22 submitted to the manufacturer for evaluation. Through visual examination of the photos, particulate matter was observed. Regarding the samples from lot # 25c22, it was observed that one embedded particulate matter, measuring between 0.2 and 0.3 mm in one of the three received bags, located in the same position identified by the complaint description. The bags were filled with saline solution and then filtered on a membrane in order to isolate any particles present in the fluid path. The results showed that the particles previously identified remained embedded into the eva material and did not detach. For the remaining two bags identified having solution and cosmetic particles, no particles were identified either during visual inspection or after filtration. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Under review of the production process, no changes have been made to the bag materials, process, or the quality controls. No deviations or anomalies were recorded in the relevant production batches that could explain the issue. Based on the investigation, the reported issue was observed; however, an exact root cause could not be determined at this time. An approved project is in place to further address issues with foreign matter. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: we have initiated b)(4) for apex 250 ml single chamber bags. During raw material inspection, one embedded particle, one cosmetic defect, and one particulate matter in solution was located, causing a failure of raw material. Nc-12105 has been initiated.